Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose level ranged from 57 mg/dl to 266 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.